Event description:
Covidien received information that due to an 840 ventilator malfunction, the patient was removed from the ventilator. There was no patient harmed or injured as a result of the event reported. Covidien any problem with the device. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).